Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An implant card reported that the patient had generator and lead replacement surgery on (B)(6) 2014, due to lead discontinuity. The explanted products have not been received by the manufacturer to date.

Event description:
It was initially reported that the patient had high impedance. The patient had their generator disabled that day. Three was no manipulation or trauma but the nurse stated that the patient is a very active individual so that it is a possibility. The patient had been seizure free so it is unknown if the patient will be having surgery. No x-rays are currently planned. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that surgery is likely but has not been completed.

Event description:
The explanted devices were returned to the manufacturer for analysis. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator. Analysis of the returned portion of the lead has not been completed to date.

Event description:
Analysis of the returned lead was completed. Break was identified at the ends of the positive and the negative lead coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred in one strand at the break location. The positive coil show that a stress-induced fracture (fatigue) has occurred in at least two strands of the quadfilar coil. However, due to mechanical distortion (smoothed surfaces) and metal dissolution a conclusive determination of the fracture mechanism of the other strands cannot be ascertained. Scanning electron microscopy images of the negative coil strands show that a break has occurred in the coil. However, due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.